Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident the device beeping with no sound and nothing on the screen, was observed and verified to a defective integrated circuit on the main board and it was replaced to resolve the issue. The board was scrapped. The device was recertified. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.